Event description:
Downgrading the case as the issue was resolved as per new update.

Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Investigation/testing summary: an attempt to reproduce the issue was not performed as it was not necessary to confirm issue. Issue was confirmed through database application logs. After a thorough investigation the software support team confirmed through procmon logs that the clinic had a proxy server setup in their network but had not set the necessary proxy server configurations in carelink uploader, thus carelink uploader could not send data out of their network. Shared the following information with helpline: it appears that a proxy is in use on the browser but not on the uploader. I don't remember any mention of a proxy during the call. Given that the browser can access the url while the uploader cannot, is this a configuration that should be set up on the uploader? If so, there's a section on the connection error screen to configure it. Clinic reported issue resolved after implementing proxy server settings. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the (B)(4), version pch00113968. (Most likely) root cause: proxy server not configured in carelink uploader settings by clinic. Analysis summary: clinic proxy server not configured properly. Clinic able to connect and upload after they were informed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no com other device to software. The customer reported no adverse event. The event involved product(s) acc-7350. Troubleshooting identified the customer¿s computer has security oranti-virus software that needed an exception to prevent the carelinkwebsite from being blocked. Reported issue resolved, no escalationrequiredunable to resolve with existing troubleshooting or labeled instructions,issue escalated no harm requiring medical intervention was reported. No product return is required for acc-7350.